Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 10atms on the second inflation, during the dilation of the deployed stent. The procedure was successfully completed with this balloon and the device was removed intact. The lesion being treated was located in the moderately tortuous, moderately calcified and 90% stenotic mid left anterior descending artery. Patient status is listed as "good"

Manufacturer narrative:
.